Event description:
It was reported that there were telemetry issues. There was no telemetry with the clinician programmer or the recharger. The patient last recharged in (B)(6) 2014. The patient noticed the issue with telemetry in (B)(6) 2014. An overdischarge was suspected. A physician mode recharge (pmr) was performed. Problems with recharge coupling were the primary reason for overdischarge. The patient had issues with recharging since implant. The patient had problems with locating the implantable neurostimulator (ins) for charging. The patient had gained some weight and the ins felt deeper to the manufacturing representative. The highest antenna locate value was 42. Historically, the patient would get 3-4 boxes while charging. During the appointment, the manufacturing representative was not able to restart the device because the patient could not stay longer than 1 hour. An additional appointment was scheduled, but the patient cancelled. Further interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.